Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the pump battery gauge was noted to be inaccurate, jumping from 5% to 70% and the pump unexpectedly shutdown. Additionally, it was reported that an empty cartridge alarm occurred. Reportedly, the customer charged the pump, changed all the supplies, and resumed insulin delivery. Blood glucose ranged from 88-200's (mg/dl).